Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 51 mg/dl. The customer consumed carbohydrates to address bg level and went to the emergency room and was treated with intravenous fluids of dextrose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. Ultimately the customer reverted to manual injections for insulin therapy.